Manufacturer narrative:
Insulin pump received with broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corners and cracked reservoir tube window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that there was a crack and chipped piece on the battery compartment and the window where the reservoir compartment. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.